Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee procedure, the firstpass mini jaw snapped when taking a bit of tissue, it splintered into pieces in the knee. All the broken pieces were removed from the patient using graspers. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. Patient current status is fine.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the device was not returned in any original packaging. The upper jaw is broken off at the suture capture window. The two broken off pieces, partial suture capture window and the suture capture, were returned in a sample bottle. The suture passer is not damaged. No other deficiencies are visible. A functional evaluation showed that squeezing the lever closed the partial jaw and deployed the suture passer. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that could have contributed to the reported event is excessive force. No containment or corrective actions are recommended at this time.